Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when an asymptomatic patient presented in clinic during follow up. The device was post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. Programming changes were made. The patient was stable.